Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed that "something was up with battery, like it's started to go down". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.